Event description:
A malfunction alarm labeled as malf 12 was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information, assisted with resetting the pump, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.